Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent was blocked by the filter and not sufficiently injected into the catheter. The user injected from the opposite side of snaplock adaptor connection. The catheter was replaced.

Event description:
It was reported that the medical agent was blocked by the filter and not sufficiently injected into the catheter. The user injected from the opposite side of snaplock adaptor connection. The catheter was replaced.

Manufacturer narrative:
(B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported the flat filter was blocked. The customer returned one flat filter, one snaplock adapter with clip, and one epidural catheter. The components were received connected together (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A functional flow test was performed on the returned sample. The returned filter was connected to the lab leak tester (c05176) along with the snaplock adapter, and catheter. The pressure of the flow tester was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. No blockage was found. The reported complaint of the flat filter being blocked could not be confirmed based on the sample received. A device history record review was performed on the filter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test. There were no functional issues found with the returned sample.